Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected device thrombosis could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of bloody urine, as well as the reported increase in lactate dehydrogenase (ldh) and plasma-free hemoglobin (hgb), could not be conclusively established through this evaluation. A specific cause for these events could also not be determined. It was reported that the patient experienced elevated ldh and plasma-free hgb levels. It was later reported that the patient had dark, bloody urine for several days. The patient was treated with anticoagulation and anti-inflammatory medications. The patient's ldh and plasma-free hgb reportedly decreased. The patient is listed for transplant due to suspected pump thrombosis. The submitted log file was unremarkable. The pump appeared to operate as intended above the low speed limit throughout the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, lists hemolysis, bleeding, and device thrombosis as adverse events that may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) levels and plasma-free hemoglobin (hgb). A log file was submitted for review to check for signs of thrombosis. A review of the log file found multiple odd strings of low voltage alarms and power cable disconnects while on battery power. Power and flow appear to be trending upwards. There were no other unusual events recorded in the log file event history. Additional information revealed that the patient had dark bloody urine for several days. They were treated with heparin, aspirin and trental. Their ldh and plasma-free hgb have been decreasing. The patient is listed status 2e on the transplant list for suspected pump thrombus.